Event description:
Customer reported a cartridge alarm 30 during the pump's load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, technical support confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was informed about receiving a pump with updated software and provided with instructions on storage mode and returning the malfunctioning pump to tandem. A replacement pump was sent to ensure continued insulin delivery using a backup insulin pump.